Event description:
It was reported that in the operating room when inserting the catheter into the sheath, a blood leak from the proximal hub of the sheath was noted. As a result, both the catheter and sheath were removed but not replaced as treatment was no longer needed. There was no reported delay, death, or complications to the patient as a result of this occurrence. Note: the catheter used was an 8.5fr edwards.

Manufacturer narrative:
(B)(4).